Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. A 3.50x24mm promus element plus stent delivery system (sds) was advanced through a non bsc touhy and it was noted that while advancing, the sds got hung up in the touhy. When the physician attempted to remove the sds, the shaft broke. The device never entered the patient and the procedure was successfully treated with another of the same device and the same touhy. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device evaluated by MFR: the promus element plus stent was received with no original packaging and an unidentified guidewire. The distal portion of the catheter (including balloon, stent, tip) was lodged on the guidewire. The stent was stretched. The inner shaft was buckled on both sides of the distal markerband, preventing removal of the guidewire. The outer shaft was separated adjacent to the proximal balloon bond. The inner shaft was separated at the bond that joins the inner shaft and outer shaft. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separations. There was no evidence that the damage was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. A 3.50 x 24 mm promus element plus stent delivery system (sds) was advanced through a non bsc touhy and it was noted that while advancing, the sds got hung up in the touhy. When the physician attempted to remove the sds, the shaft broke. The device never entered the patient and the procedure was successfully treated with another of the same device and the same touhy. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).